Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital after receiving inappropriate defibrillation therapy. Upon further investigation, the inappropriate therapy was due to noise that resulted in oversensing. The physician suspected right ventricular (rv) lead damage to be the cause of the event. The rv lead's tachycardia therapy was deactivated and at a later date, the rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.